Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported she had relief from device for about 3 months and then device just stopped helping her. Patient reported that she goes into hcp regularly and has had device reprogrammed by mdt reps multiple times and currently works with mdt rep, (B)(4) . Patient said she likes rep and that rep was doing her best with the device. Patient said she gets lidocaine injections, monthly lidocaine drips and pain patch to keep pain down. No device issues reported. On (B)(6) 2020 patltr: additional information received from the patient indicated that their issue began 15 months ago, not 3 months ago, when the "paddle" was giving them serious jolts where it was placed on their hip. They don't know why they are not getting as much pain relief, unless their bones are deteriorating and causing more pain. The patient noted that the issue has not been resolved, and is more frustrating.